Event description:
It was reported that during device interrogation prior to a procedure, this right atrial (ra) lead exhibited high pacing thresholds, loss of capture (loc) and under-sensing of atrial signal. The ra lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.